Event description:
Physician reported left side "gel bleeding," and "radial fold." Device was explanted and replaced.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed

Event description:
Physician reported left side "gel bleeding," and "radial fold." Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: the device was broken shell. Unable to confirm if all shell was received.